Manufacturer narrative:
After further review of additional information received the following sections b5, d10, g4, g7, h2, h3 and h6 have been updated accordingly. Section b5: addendum for additional information received:the device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The type of procedure was the mynx vcd used in an interventional peripheral. The procedure used a retrograde approached. The deployer¿s mynx training status was trained. A non-cordis 5f sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved with another mynx grip. The device storage temperature did not exceed 25 °c. The deployer shuttled down completely. It is unknown how much sealant was stuck to the device component. ¿. The patient hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. As reported, the sealant of 5f mynxgrip vascular closure device (vcd) was stuck on the end of the advancer tuber and could not deploy properly. There was no patient injury. The product was stored per labeling and opened in sterile field. The device was stored and handled per the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was prepped according to the IFU. The type of procedure was the mynx vcd used in was an interventional peripheral procedure. The procedure used a retrograde approached. The deployer¿s mynx training status was trained. A non-cordis 5f sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The deployer shuttled down completely. Hemostasis was achieved with another mynxgrip. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. It was reported that ¿the 5f mynx grip vascular closure device (vcd) didn¿t deploy properly; therefore, the sealant was stuck on the end of the advancer tuber.¿ however, the sealant and advancer tube were observed to have remained in the manufacturing position. It was also noted that the sealant sleeve was remained in the manufacturing position as received, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The procedural sheath and syringe were not returned with the device. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to proximal tamp lock as intended. No resistance was experienced during the device failure investigation. Per dimensional analysis, the product was noted to be within specification. Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f1932902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended. Procedural factors, such as wrong angle deployment, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it also instructs users to align the balloon catheter with the tissue tract during device deployment step. Failure to align the balloon catheter with the tissue tract may have caused the advancer tube to pinch in the catheter polyimide shaft during the procedure, resulting in the balloon taper/proximal tip being scrapped off from the device polyimide shaft, punched up against the advancer tube distal end and obstructed the device path during the device removal step. Neither the phr review, nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx grip vascular closure device (vcd) didn¿t deploy properly therefore, sealant was stuck on the end of the advancer tuber. There was no patient injury. The product was stored per labeling and opened in sterile field. The device will not be returned for analysis.